Event description:
Literature was reviewed regarding the differences in blood flow dynamics between self-expanding (sev) and balloon-expandable valves after transcatheter aortic valve replacement (tavr). The study population consisted of 166 patients who underwent tavr with eithera medtronic sev product (evolut r/pro/pro+/fx, n = 56) or a non-medtronic bev product (sapien, n = 110). Among all 166 patients, the authors observed varying degrees of elevated mean pressure gradients (9 to 14 mm hg) and paravalvular leak (mild to severe) after tavr. No interventions were recounted in the article.

Manufacturer narrative:
Citation: hamaya t, kamiya k, nagai t, et al. Blood flow dynamics of self-expanding vs balloon-expandable transcatheter aortic valve replacement in patients with a small aortic annulus. Can j cardiol. 2025;41(12):2364-2377. Doi:10.1016/j.cjca.2025.09.046 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.